Event description:
The following article was received based on a literature review: article: five-year incidence, management, and visual outcomes of diffuse lamellar keratitis after femtosecond-assisted lasik. A retrospective case-control study was done to report the incidence of diffuse lamellar keratitis (dlk) in patients who underwent femtosecond laser in situ keratomileusis (lasik) over five years at a single site using newer higher-frequency lower energy (hfle) femtosecond (fs) lasers at 150, 200, and 500 khz frequencies and to describe visual outcomes and management of dlk in these newer fs lasers. A total of 14,985 eyes of 7867 patients underwent binocular lasik and 749 underwent monocular lasik using either the zeiss visumax (n=1567 eyes; carl zeiss meditec), amo ifs (n=12,512 eyes; abbott medical optics), or the wavelight fs200 (n=906 eyes; alcon laboratories) fs laser. Of the 12,512 eyes that underwent lasik by the amo ifs (abbott medical optics), 435 eyes had stage I dlk, 66 eyes had stage ii dlk, 24 eyes had stage iii dlk and 3 eyes had stage IV dlk. At 12 months post-op, 2% of the eyes were reported to have 3 or more worse uncorrected distance visual acuity (udva), 3% of the eyes with 2 worse udva, and 11% of the eyes with 1 worse udva. Four percent (4%) of the eyes was reported to lost 1 snellen line of corrected distance visual acuity (cdva). It is not clear if these complications occurred in the eyes treated with amo ifs or the other product. The treatment was surgeon-dependent and was tailored according to the stage of dlk. Treatments include steroids, antibiotic-steroid combinations, antibiotics, supplements (vitamin c, coenzyme q10, or multivitamins), and ocular surface treatments and protection such as bandage contact lens, shield, gel tears, muro-128 ointment, punctal plugs, or irrigation.

Manufacturer narrative:
Date of publication used for date of event: 11 july 2021 the device was not returned for analysis. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt to obtain the missing information could not be performed for system serial numbers and patient demographics as information came from literature review. Citation: : majid moshirfar 1,2,3,* , kathryn m durnford 4, adam l lewis 5, chase m miller 6, david g west 7,r alek sperry 7, william b west, jr. 4, kathryn m shmunes 1,8, shannon e mccabe 1,9, macgregor n hall 6,yasmyne c ronquillo 1 and phillip c hoopes 1 article: five-year incidence, management, and visual outcomes of diffuse lamellar keratitis after femtosecond-assisted lasik j. Clin.med. 2021, 10, 3067. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h10: in the initial report, it was stated that the serial number was not provided. However, in section d4, the supect device was provided with model/catalog number j20007d, serial number (B)(6). Section h4: device manufacturing date: in the initial report the manufacturing date was noted as july 21, 2009. The correct manufacturing date is july 28, 2009. Section h3: device evaluation a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.